Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The renal nurse stated they found the alarm in the alarm log and wanted to know what it meant. The technical service representative explained the alarm. There was no report of patient injury or medical intervention associated with this event. No additional information is available.